Event description:
It was reported that the air dermatome is jumping on the skin and not cutting cleanly. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were in calibration. The motor rpms were within specifications, however, the motor ran rough. Parts replaced included; bearings and motor. The device was repaired according to procedure and returned to the customer. The device was purchased in 2007. A review of service records show that the device had not received calibration and preventative maintenance service at zimmer osp since purchased. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."